Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis touchscreen displays "enter password" error and were unable to login. The field service engineer was able to resolve the issue by fixing the loose cable on all-in-one. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system machine flickered and went into error mode when outdating stock. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.